Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. There was no known impact to the customer's blood glucose. The contact reported that supplies were not changed and insulin therapy was able to be resumed.